Event description:
Customer reports that the unit of measure (uom) setting of their freestyle meter changed from mmol/l to mg/dl. Customer reported that this began happening after the meter was exposed to cold temperature. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Customer's product has been requested back for investigation.